Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question was investigated by a local service tech and in cooperation with the service team in (B)(4) it was found that the problem was caused by a defective flow measurement board. Based on the info from the support case a new board was ordered and the defective one will be replaced. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this, no further investigation initiations will be completed at this time.

Event description:
It was reported that "temp" message has occurred every time to use, and it has been solved just by turning off and on again. (B)(4).